Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation from the ucor hfams patch. The patient described the area as open, burning and itchy. There was no alleged device malfunction contributing to the irritation. The patient reported that they went to the research center where they were instructed to remove the patch for a few days. It is unclear if they were advised by a medical professional. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.